Event description:
New information received noted that the atrial placement difficulties may be attributed to patient anatomy.

Manufacturer narrative:
Correction: d6a and d6b, should be blank.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a catheter used for an atrial leadless pacemaker (lp) would not go into tether mode after positioning. The catheter was removed from the patient and also would not separate from the lp. A second atrial lp and catheter exhibited the same issues. The successfully implanted right ventricular device was retrieved and implant was abandoned for a possible transvenous implant. Patient was stable.